Event description:
A talent thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of a chronic dissection approximately one months ago. The aneurysm and vessel morphology was not reported. The pt had a type a and b dissection with elephant trunk repair and a perforation within the elephant trunk. The distal main component was successfully implanted within the elephant trunk. There was still retrograde flow into the true and false lumen. The physician will decide if he will do a secondary intervention or an open procedure at a later date. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (treatment of pre-op dissection). Eval, conclusion: (treatment of pre-op dissection).